Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the device failed therapy delivery test. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The device has not been made available to philips, as the customer refused to pay for the repair. Visual and functional testing could not be performed. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The customer refused to pay for the repair to resolve the issue.